Event description:
It was reported that the tip of 'xia ii torque wrench' was broken when the closing screw was tightened. The tip of the wrench was inserted directly, so there was no extra stress. The final tightening of another closing screws were used 'xia ii universal tightener 5mm'. So, their torque were not correct.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.